Manufacturer narrative:
The reagent lot number is 694033. The expiration date was requested but not provided. The field service engineer inspected the module and found that one of the vacuum vessels was filling with fluid causing issues with cell cleaning. He then cleaned the vacuum flow path, the drain waste elbow, and the waste manifold. He verified the module's vacuum vessel's waste evacuation performance by mechanism checks with successful results. He performed a precision check with successful results. The investigation reviewed the last calibration performed on 08-aug-2023 and 11-aug-2023; the results were within specifications. The investigation reviewed the qc recovery; numerous flags were noted. The investigation was unable to determine if the qc was out of range as there were no specific ranges and standard deviation (sd) values provided. The investigation reviewed the alarm trace. Multiple abnormal aspiration alarms on both sample probes a and b were found. There was also an alarm regarding the water reservoir level being too low. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results from two patient samples tested on the cobas 8000 cobas c 701 module. The initial results were not reported outside of the laboratory as they were deemed too low, prompting the rerun of the patient samples. Sample ID (B)(6): on (B)(6) 2023, the initial result from the module was 5.0 mg/dl. The repeat result from the module was 9.0 mg/dl. This result was deemed correct. Sample ID (B)(6): the patient sample was also rerun on another module. On (B)(6) 2023, the initial result from the module was 7.2 mg/dl. The first repeat result from the module upon auto-repeat was 6.0 mg/dl. The second repeat result from the other module was 8.2 mg/dl. This result was deemed correct.